Event description:
It was reported that patient has a PICC inserted. Error in the guidewire measurement marking, it was reversely imprinted. Marking was supposed to be imprinted starting from the tip of the guidewire, however, marking was imprinted starting on the back end of the wire instead.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of incorrect guidewire depth markings is confirmed and appears to be supplier related. One 135 cm guidewire was returned for evaluation. The proximal and distal end of the guidewire were observed to contain bends. An inspection of the guidewire print markings revealed the first markers to be located 34.5 cm from the distal end (floppy tip) and 19.5 cm from the proximal end. A product packaging label was also returned with product information indicating ref:3276135 and lot: redz1560. The start and ending locations of the guidwire depth markers appear to be oriented backwards. Additional review of the photos of the sample by the manufacturing facility confirmed the incorrect printing on the guidewire; therefore, the complaint is confirmed, supplier related.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redz1560 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient has a PICC inserted. Error in the guidewire measurement marking, it was reversely imprinted. Marking was supposed to be imprinted starting from the tip of the guidewire, however, marking was imprinted starting on the back end of the wire instead.